Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with a gel mentor memorygel breast implant 500cc and experienced rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor brand breast implant on (B)(6) 2019.

Manufacturer narrative:
On 6/14/2019, the mentor failure analysis lab has received the device for evaluation. The affected device is gel mentor memorygel breast implant 500cc, catalog number 3505004bc, sn (B)(4), lot 5825647. The new device is gel mentor memorygel breast implant 500cc, catalog 3505004bc, sn (B)(4), lot 7561941. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. On 7/2/2019, during analysis of the sample a rupture was observed at the union between the patch and the shell. Additional testing was not performed to avoid compromise the device integrity. In addition, two creases were noticed in the anterior aspect. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).